Event description:
End user states that seat swivel did not work. End user travelled up stairs, once at the landing the swivel motor failed to engage. End user attempted to leave the lift in a panicked state, upon disembarking his legs gave way resulting in him falling against the wall and being unable to get up. Sustained bruises.

Manufacturer narrative:
Swivel motor failure, issue resolved. Incident attributable to end users panic and pre-existing medical condition which caused end users legs to give way when dismounting, resulting in end user leaving the chair in an unsafe manner. Initial report of incident did not cover injuries sustained by end user, upon further information incident was determined to be reportable.